Event description:
A user facility nurse manager (nm) reported that a custom combi set bloodline leaked blood during a patient¿s hemodialysis (hd) treatment. It was reported that a crack in one of the lines was identified. Additional information was obtained through follow up with the user facility. Approximately ninety minutes into the patient¿s hd treatment, the machine (a fresenius 2008t) began alarming with an unknown arterial alarm. The alarm was reset twice by the machine operator. When the alarm went off a third time, upon further inspection a small crack was noted in the tubing that inserts into the blood pump. A minor external blood leak was coming from this crack. It was also noted that blood began clotting in the venous chamber. The patient was utilizing a fresenius optiflux dialyzer; however, it was confirmed there was nothing wrong with the dialyzer. Reportedly, there were no issues with the machine either. The patient's blood was not returned; estimated blood loss (ebl) was 250 ml. Instead of re-setting up with new supplies, the patient's treatment was ended and they left the facility in stable condition. The patient preferred to go home versus extending their time at the clinic. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combi set bloodline was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility nurse manager (nm) reported that a custom combi set bloodline leaked blood during a patient¿s hemodialysis (hd) treatment. It was reported that a crack in one of the lines was identified. Additional information was obtained through follow up with the user facility. Approximately ninety minutes into the patient¿s hd treatment, the machine (a fresenius 2008t) began alarming with an unknown arterial alarm. The alarm was reset twice by the machine operator. When the alarm went off a third time, upon further inspection a small crack was noted in the tubing that inserts into the blood pump. A minor external blood leak was coming from this crack. It was also noted that blood began clotting in the venous chamber. The patient was utilizing a fresenius optiflux dialyzer; however, it was confirmed there was nothing wrong with the dialyzer. Reportedly, there were no issues with the machine either. The patient's blood was not returned; estimated blood loss (ebl) was 250 ml. Instead of re-setting up with new supplies, the patient's treatment was ended and they left the facility in stable condition. The patient preferred to go home versus extending their time at the clinic. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combi set bloodline was reported to be available for manufacturer evaluation.